Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was returned to surgery due to a lead migration from the epidural space which was confirmed by x-ray. Prior to surgery, the pt initially showed good stimulation in pain areas (legs and feet). After one night the stimulation was localized over the left kidney. All electrodes showed either no stimulation up to 10.5 v (previous stimulation was around 1.5 v mark) or stimulation was localized over the kidney. Impedance checks showed normal ranges. During the procedure, the healthcare professional (hcp) pulled gently on the lead and the anchor did not move. Once the suture around the anchor was removed the metal inner came free from the external silicone portion. The lead was re-implanted and the new titan anchor was used to secure the lead.